Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a max air in line alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During the troubleshooting, it was reported that the table was moist. The patient would start over therapy with new supplies. Proper procedures per the user manual were reviewed with the patient. The patient would contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.